Event description:
It was reported to manufacturer that diagnostics tests resulted in high lead impedance during the vns patient's office visit. The device has been switched off. No patient manipulation or trauma occurred to have contributed to the event. X-rays were performed and were sent to manufacturer for review. Based on the x-rays reviewed, no anomalies were identified in the visualized portion of the patient's vns device which could have contributed to the reported high impedance event, although the presence of an unpronounced lead discontinuity cannot be ruled out. The patient had a full revision surgery on (B) (6)2010. The device has been returned to manufacturer where analysis is in process. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.